Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.